Manufacturer narrative:
Onset for the chronic driveline/pump infection was reported under manufacturer report number 2916596-2021-04152. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
It was reported that patient presented on (B)(6) 2021 febrile with tachycardia and shortness of breath. A log file analysis captured low flows, as the pump was seeing a reduction in blood volume. The patient's pulseless electrical activity arrested and they were intubated and given comfort care. The patient expired on 1 (B)(6) 2021 due to sepsis stemming from a recurrent driveline infection.

Event description:
It was reported that the cause of the low flow alarms was not identified and they did not resolve.

Manufacturer narrative:
Recurrent infection is captured under MFR report # 2916596-2021-04152 (onset of infection) and MFR. Report # 2916596-2021-03053. Manufacturer's investigation conclusion: review of the submitted log file confirmed low flow hazard alarms; however, a specific cause for the low flow events could not conclusively be determined through this evaluation. Additionally, direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported events could not conclusively be established through this evaluation. The submitted log file contained data from (B)(6) 2021. The log file captured persistent low flow alarms on (B)(6) 2021. There were no other notable findings, and the device appeared to have operated as intended with pump speed remaining above the low speed limit. The device was not returned for evaluation. The device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU), is currently available. Section 1, ¿introduction,¿ lists infection, cardiac arrhythmia, sepsis, and death as a potential adverse event that may be associated with the use of the heartmate ii lvas. This section also provides an explanation of all pump parameters, including pump flow. Care instructions in regard to preventing infection are provided in various sections of the IFU, including caring for the driveline exit site and controlling infection. Section 4, ¿system monitor,¿ provides more information regarding all pump parameters and describes situations which may result in a low flow hazard alarm, including changes in patient conditions. This section also discusses how to determine the optimal fixed speed that will provide the desired level of cardiac support for each patient. Additionally, section 6 ¿patient care and management¿ lists arrhythmia as a potential late postimplant complication that may be associated with the use of heartmate ii lvas. Section 7, ¿alarms and troubleshooting,¿ outlines all system controller alarms, including the low flow hazard alarm, and provides information regarding how to respond to and troubleshoot the alarms. The heartmate ii lvas patient handbook, is currently available. The patient handbook contains information about caring for the driveline and preventing infection. No further information was provided. The manufacturer is closing the file on this event.